Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported a fresenius 2008k2 machine that experienced high conductivity during treatment with the patient connected. The patient was moved to a different machine to complete treatment. It was reported that the patient experienced some blood loss when they were moved to the new machine. There was no indication of patient harm, adverse events, or medical intervention required. Additional patient and treatment details were requested, but were not provided. Per the user facility nurse, a technician was scheduled to service the machine in question.

Manufacturer narrative:
(B)(4). Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. The user facility confirmed the flow pump drive assembly, dc motor assembly, and pump membrane were replaced to resolve the issue. They also confirmed the machine passed functional checks and returned to service.

Manufacturer narrative:
Correction: (B)(4). Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. The user facility confirmed the flow pump drive assembly, dc motor assembly, and pump membrane were replaced to resolve the issue. They also confirmed the machine passed functional checks and returned to service.